Manufacturer narrative:
Additional information was received indicating that the acute congestive heart failure and complete heart block (chb) with subsequent permanent pacemaker was not related to the valve or its function.

Event description:
Medtronic received information that one year and ten months after the implant of this transcatheter bioprosthetic valve, the patient presented with shortness of breath, increased peripheral edema, fluid overload, and was found to be in acute congestive heart failure. Medications were prescribed. Three days later a permanent pacemaker was implanted. No other adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record (DHR) for this valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances such as complete heart block was known potential adverse effects per corevalve instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. A conclusive cause of the congestive heart failure could not be determined from the limited information available.